Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced bleeding from the access site. The procedure was completed successfully, and the patient was closed with a figure eight suture. During the procedure the patient's activated clotting time had been 278 and additional heparin was given during the procedure. Prior to closing the patient, the activated clotting time was reversed with protamine. Bleeding continued from the access site and manual pressure was applied. The patient ended up admitted to the hospital for overnight observation. They were discharged the following day and are expected to fully recover. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.